Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported intraoperatively that the pacing lead was damaged due to abnormality in the patients heart structure. The lead was replaced. No patient complications have been reported as a result of this event.